Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery drawer, upper and lower cases, side bail covers, and the ring cover were observed to be broken. The lead flex cover, lcd (liquid crystal display), encoder flex, battery flex, and heart lead flex were found to be contaminated and the ring bent.

Event description:
The external pulse generator was returned to the manufacturer due to the advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported.